Event description:
Reportedly, on 3-september-2025, the screen constantly displays: bluetooth keeps stopping and displays "x close application".

Manufacturer narrative:
Upon reception, the returned smartview connect tested and the reported behaviour was reproduced: the message "bluetooth keep stopping, close app" was displayed. The device is not able to connect to network since no files are available for analysis, the most probable hypothesis is that the reported event is due to a hardware failure or a malfunction in the pre-installed software on the smartview connect. No malfunction is suspected on the smartview connect application itself. This case is recorded for trend purposes.